Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced pain at her scs ipg pocket site following weight loss. The patient had not used her system in approximately a year, and as a result, her entire scs system was explanted on (B)(6) 2016.